Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of unintended stimulation are improper programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside target nerves, interference from other electro magnetic sources, interference from a non-curonix device, and migration.   The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported unintended stimulation when moving their arm. No additional information was provided.